Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that valve is leaking from pleurx verbatim: valve is leaking from pleurx. Additional information received on 10/28/2024: 1. Was there any damage noticed on catheter valve? Yes. 2. Was the valve cracked or broken? Yes. 3. Where is the catheter located? Abdomen or chest pleurx placement in the chest. 4. How was the issue resolved? Pleurx emergency valve replacement kit. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 6. How was treatment completed for customer? Pleurx valve replacements were brought in to fix catheter. 7. Can you please provide the material and lot number associated with reported issue? Unk. 8. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Asked customer multiple times however nothing received or communicated. 9. Was sample contaminated, if so please provide details. Unk.

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that valve is leaking from pleurx. Verbatim: valve is leaking from pleurx. Additional information received on 10/28/2024: 1. Was there any damage noticed on catheter valve? Yes. 2. Was the valve cracked or broken? Yes. 3. Where is the catheter located? Abdomen or chest - pleurx placement in the chest. 4. How was the issue resolved? Pleurx emergency valve replacement kit. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 6. How was treatment completed for customer? Pleurx valve replacements were brought in to fix catheter. 7. Can you please provide the material and lot number associated with reported issue? Unk. 8. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Asked customer multiple times however nothing received or communicated. 9. Was sample contaminated, if so, please provide details. Unk.